Event description:
I have textured implants and they are causing me problems now after having them for three years. I have horrible burns/rashes on the underside of my breast and it feels as if my implants are melting inside of me. It's extremely painful. My skin on my breast is thinning as my breast is filling with liquid or something of the sort. My implants were implanted in (B)(6) 2017 by dr (B)(6) in (B)(6). FDA safety report ID# (B)(4).